Manufacturer narrative:
The ventilator was inspected on site by our field service engineer (fse). The turbine module was found to be defective, and the fse resolved the reported failure by replacing it. It then passed all functional and safety tests and was released for clinical use. This can't be confirmed due to lack of logs. The turbine module was then sent for further investigation. Visual inspection of the returned turbine module revealed no abnormalities. A successful pre-use check (puc) was then performed without any issues. A 72-hour ventilation was successfully completed without any alarms or faults. Several puc's were performed after the ventilation without any problems. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. If present, the fault will be detected during pre-use check. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This led to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken windings as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator's turbine was found defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).